Manufacturer narrative:
(B)(4). Although this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat a moderately tortuous, heavily calcified, eccentric, de novo, 90% stenosed lesion in the mid left anterior descending artery. The tenku 2.5 x 15 mm was used for pre-dilatation; however the balloon ruptured during the third inflation at 14 atmospheres (atm). The pressure rates of the first and second inflations were 12 atm and 14 atm. The lesion was dilated enough so that no additional dilatation was performed. The procedure was completed after stenting. The device was prepared according to the instructions for use. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.